Event description:
It was reported that the right ventricular lead exhibited noise, over sensing due to clavicular crush damage to the insulation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were breached and the proximal coil was fractured, due to clavicular crush.